Manufacturer narrative:
Zimmer biomet complaint (B)(4). It was reported the bars were implanted approximately one (1) year ago (exact date unknown). Concomitant medical device: biomet microfixation pectus system 14" pectus support bar catalog #: 01-3714 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the patient requested to keep the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00351.

Event description:
It was reported there was a revision of the pectus bars due to pain. Two (2) pectus bars and three (3) stabilizers were explanted. The patient immediately returned to rigorous physical activity post-op (baling hay one week after implantation). The surgeon believes that the cause of the patient's pain is due to his non-compliance with post-operative instructions. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed because these parts were removed in a revision. The product identity could not be confirmed due to the parts not being returned. No product was returned and no functional tests or inspections could be performed. No pictures, scans, x-rays, or physicians reports were provided. It was reported that the surgeon believes that the pain was due to the patients rigorous activity in the early post-operative period. This is a potential root cause but could not be confirmed based on the information and materials provided. Root cause was unable to be determined. The instructions for use for this product states in the section titled patient warnings: post operative care and monitoring is important. Metallic fixation devices cannot withstand activity levels and loads equal to those placed on a normal healthy chest wall. The implant can loosen, migrate, bend, or break as a result of weight bearing, load bearing, strenuous activity, or traumatic injury. The patient is to be warned by the operating surgeon to limit activities accordingly. Limitation of physical activities may be unique to each patient and the patient should be warned that noncompliance with post operative instructions could lead to complications described above. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00351-1.

Event description:
This follow-up report is being submitted to relay additional information.